Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; PMA/510(k) number; l manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information and correct patient name, which was unknown at the time of the initial medwatch. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-00285 & 02172).

Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6), 2005 and a left total hip arthroplasty on (B)(6), 2008. Subsequently, patient underwent a left hip revision procedure on (B)(6), 2013 due to pain, bone loss and flaking metal. The modular head was removed and replaced. Patient reports undergoing another left hip revision procedure on (B)(6), 2014 due to patient allegations of poly wear. The modular head, acetabular cup and liner were removed and replaced. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Event description:
It has been reported that a bilateral patient underwent a left m2a total hip arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2013 due to pain, bone loss, and flaking metal. The modular head was removed and replaced. In addition, the patient is scheduled for another revision on the left side on (B)(6) 2013. No further information available at this time. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 1 of 5 mdrs filed for the same patient (reference 1825034-2014-00285 /-02172 /-05234 /-05235 /-05236).

Event description:
It was reported patient underwent a left total hip arthroplasty on (B)(6), 2005 and a right total hip arthroplasty on (B)(6), 2008. Subsequently, patient underwent a left hip revision procedure on (B)(6), 2013 due to pain, bone loss and flaking metal. The modular head was removed and replaced. Patient reports undergoing another left hip revision procedure on (B)(6), 2014 due to patient allegations of poly wear. The modular head, acetabular cup and liner were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the (B)(6), 2014 left hip revision operative report noted the revision was due to instability and metallosis. Operative report further noted wear in the polyethylene liner. The modular head, liner and acetabular cup were removed and replaced.